Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was not pacing when brady intervals fell below the lower rate limit. It was also reported that the av delay was greater than the programmed value.